Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00517.

Event description:
The patient was undergoing a coil embolization procedure in the gastrointestinal (gi) region using ruby coils, packing coil lps, a lantern delivery microcatheter (lantern), and non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil to the target vessel using the lantern and attempted to place it, but the ruby coil was not taking its intended shape. The physician then decided to re-sheath the ruby coil, but it had formed a knot; therefore, the ruby coil was removed and not used for the remainder of the procedure. The physician then advanced a packing coil lp to the vessel using another microcatheter and attempted to place it, but the same issue occurred; therefore, the packing coil lp was also removed. The procedure was completed using another packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 3005168196-2020-00517.